Event description:
It was reported by the rep that the device was used during a exploratory laparotomy. It was reported the surgeon fired the clip applier two or three times and on the last attempt it would not fire. A clip became lodged in the shaft of the device and would not advance. Another clip applier was used to finish the operation. There was no consequence to the patient.